Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2025. It was indicated that the patient used multiple bg meters throughout the same sensor session, which is misuse of the device. According to the patient, on (B)(6) 2025, the patient was unaware that she was already low because her values were displaying in mmol/l on her receiver and didn¿t know what the value was in mg/dl. The patient states she felt dizzy, confused, and everything just went black, and she could no longer remember anything after that. At around 3:00 pm, she called 911 and performed a comparative fingerstick. Her blood glucose (bg) meter value was 46 mg/dl while her cgm was showing 2.2 mmol/l. When the paramedics arrived, they also took her bg meter value and it was the same result, 46 mg/dl and the cgm value of 2.2mmol/l. Paramedics treated the patient with dextrose 50% and stayed with the patient until she was stable with a bg of 70 mg/dl (about 45 minutes), the patient does not recall what was displayed on her cgm at that time. At the time of the report the patient felt tired but was ok. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.